Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen froze. A field service engineer found that the station database was bloated, the c drive was full, and no users could log in. Attempts to clear temporary files, use the remote smart service (rss) clear space package, and perform disk cleanup did not resolve the issue. With guidance from technical support, the engineer performed a complete full sync that successfully shrank the database. Tower doors left open by the customer were recovered, database returned to normal size and the customer was able to log in. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had screen frozen during medication dispensing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.